Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter was returned and analyzed. No anomalies were found. Blood was observed on the catheter. (B)(4).

Event description:
It was reported that during the implant attempt, upon slitting the introducer, the orange hub and the inner seal broke into two loose pieces. The physician felt that the inner seal material was too stiff as well, and that the seal does not maintain hemostasis. The sheath was removed. No patient complications have been reported as a result of this event.